Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink set was leaking at the point of connection between tubing and blood filter chamber. This event occurred upon priming the tubing with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed that the tubing was separated from the filter housing out let port. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.